Manufacturer narrative:
The device was returned for analysis. The reported material deformation was not confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as they are related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy during advancement to the lesion causing the reported failure to advance. The device was removed and resistance with the anatomy was felt causing the reported difficulty to remove. The investigation was unable to determine a conclusive cause for the reported material deformation as no stent damage was identified during return device analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that procedure was performed to treat a lesion with moderate calcification and heavy tortuosity in the mid left anterior descending (lad) coronary artery. The 3.5 x 23 mm xience sierra stent struts became damaged during the attempt to cross the lesion. There was resistance during advancement and withdrawal of the stent delivery system (sds). A 3.5 x 22 mm non-abbott sds was able to cross the lesion and complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.